Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The external battery and main circuit board were replaced to address the issues. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an external battery error message and the main circuit board had a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed an external battery error message. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported external battery error message was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an external battery error message and the main circuit board had a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.